Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that noise was detected on this right ventricular lead; however, there was no oversensing noted. The patient was dependent with device so the physician opted to perform a surgical intervention to replace this rv lead and change the device at the same time. This lead was then surgically abandoned and is no longer in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.